Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service observed bubbles in the tubing when attempting a flush of the system. Service replaced the sensor level, trigger (list number 08c94-16) and reconnected the float tubing to resolve the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect cmv igm results were generated on the architect i2000 analyzer (no specific data was provided). The customer stated that the result was non-reactive at the support lab with chemiluminescence technique. No impact to patient management was reported.